Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with no other devices. There was contrast in the inflation lumen. The balloon was tightly folded. There were numerous shaft kinks throughout the catheter. Functional testing was completed using a kinetix plus guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the mildly tortuous and mildly calcified proximal left anterior descending artery. A non bsc guide wire was placed. Then a 8mmx3.50mm nc quantum apex¿ balloon catheter was advanced to the lesion for post dilation. After post dilation, the device was attempted to be removed from the patient however severe resistance was encountered against the non bsc guide wire. The balloon catheter and the guide wire were removed from the patient as one unit. Additional dilation was performed using a 3.5x8mm non bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the mildly tortuous and mildly calcified proximal left anterior descending artery. A non bsc guide wire was placed. Then a 8mmx3.50mm nc quantum apex¿ balloon catheter was advanced to the lesion for post dilation. After post dilation, the device was attempted to be removed from the patient however severe resistance was encountered against the non bsc guide wire. The balloon catheter and the guide wire were removed from the patient as one unit. Additional dilation was performed using a 3.5x8mm non bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.